Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a computer chip error message. As a result, an alternate device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.